Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: ischemic sciatic neuropathy and pelvic bone infarction following embolization of bilateral internal iliac artery aneurysms: a case report.

Event description:
The article, "ischemic sciatic neuropathy and pelvic bone infarction following embolization of bilateral internal iliac artery aneurysms: a case report", was reviewed. The article presented a case study of an 82-year-old male patient with abdominal aortic, right common iliac artery, and bilateral internal iliac artery (iia) aneurysms. It was reported that on an unknown date, an unknown sized amplatzer vascular plug 4 (avp4) and unknown sized amplatzer vascular plug 2 (avp2) were chosen for embolization of the right superior gluteal artery and right iia, respectively. Concomitantly, the right inferior gluteal, obturator, lateral sacral, and iliolumbar arteries were embolized with coils. It was then reported 7-days post-procedure, a second unknown sized avp2 was chosen for embolization of the left superior gluteal artery. The patient also received coil embolization for the left inferior gluteal artery, n-butyl cyanoacrylate (nbca) mixed with iodized oil was injected into the left superior lateral sacral artery, and endovascular aneurysm repair (evar) was performed. Post-evar procedure the following day, the patient complaint of left buttock pain while walking and weakness in the left lower extremity muscle. Contrast-enhanced computed tomography (CT) performed 4 days after the procedure was unremarkable with no evidence of endoleaks, and the patient was discharged 10 days post-evar. It was then reported 1-month post-evar, patient reported numbness and pain extending from the left thigh to left ankle joint with some difficulty in walking. Patient was diagnosed with ischemic sciatic neuropathy secondary to iia embolization. Later, during 2-month follow-up post-evar, patient symptoms did not improve and patient was diagnosed with bone infarction. Patient symptoms of sciatic neuropathy continued to not improve for the next 4-years despite conservative treatment. [The primary and corresponding author was masaki imaeda, department of radiology, tenri hospital, tenri, nara, japan, with corresponding email: masaki.imaeda@ompu.ac.jp]

Manufacturer narrative:
As reported in a research article, ischemic sciatic neuropathy and pelvic bone infarction following embolization of bilateral internal iliac artery aneurysms. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
N/a.